Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to one of the backup battery cover screws was confirmed during evaluation of the returned system controller. The returned heartmate 3 system controller, serial number (B)(6), was visually inspected and one of the backup battery cover screws was observed to be damaged. The system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period without any issues. The provided information indicated a backup battery cover screw broke on system controller, serial number (B)(6); however, system controller, serial number (B)(6), was received instead. Multiple attempts were made to clarify the purpose of returning system controller, serial number (B)(6); however, no further information was provided. Due to the reported event being confirmed on the returned system controller and the event details describing only one affected system controller, the returned system controller, serial number (B)(6), was determined to be the event system controller. A root cause for the reported event was not conclusively determined through this analysis. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 2, entitled ¿system operations¿, provides instruction on how to properly remove the battery compartment cover and replace the 11v backup battery. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to one of the backup battery cover screws was confirmed during evaluation of the returned system controller. The returned heartmate 3 system controller, serial number (B)(6), was visually inspected and one of the backup battery cover screws was observed to be damaged. The system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period without any issues. The downloaded system controller log files did not indicate any issues with the returned system controller. The provided information indicated a backup battery cover screw broke on system controller, serial number (B)(6); however, system controller, serial number (B)(6), was received instead. Multiple attempts were made to clarify the purpose of returning system controller, serial number (B)(6); however, no further information was provided. Due to the reported event being confirmed on the returned system controller and the event details describing only one affected system controller, the returned system controller, serial number (B)(6), was determined to be the event system controller. A manufacturing task has been created to investigate the issue of a damaged backup battery cover screw. A root cause for the reported event was not conclusively determined through this analysis. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 2, entitled ¿system operations¿, provides instruction on how to properly remove the battery compartment cover and replace the 11v backup battery. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during the installation of the emergency backup battery, one of the screws broke.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.